Event description:
The customer reported having high blood glucose. Customer's blood glucose was 500 mg/dl. The customer stated he would treat his blood glucose with 20 units of insulin with a pen. The customer was also assisted with administering a manual bolus. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).